Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had persistent runs of vt which triggered multiple shocks from his ICD. The pt was bolused with lido and a drip was started. The pt's pump speed was decreased. The following morning, the pt was doing okay and was hemodynamically stable. Later that morning, the pt was more confused and his maps dropped into the 50's via the arterial line. The pt was intubated and pressors were started. The pt continued to deteriorate and died. Per the echo, his heart was asystolic and he had no electrical tracing. The physician reported "the source of his decompensation appeared to be significant acidosis of unclear etiology (had high lido levels). His renal function was normal this morning and he did not have any complaints of abdominal pain. Likely as a result of acidosis, he stopped having capture of his ppm (thresholds had been increasing right before the event and ep adjusted). At the time that he started to decompensate, his pump parameters were relatively stable - his pi had been low for a couple of days and we were giving fluid. Tee on wednesday (after an episode of hypotension) was negative for evidence of inflow cannula obstruction. We didn't have enough time today to repeat it before he lost his rhythm."

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.